Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that their stimulation shifted to the wrong location gradually post-implant. They had tried reprogramming several times and it never worked so finally they decided to replace the lead. The stimulation had traveled to their knee at one point and it felt weird. The patient had a lead revision and replacement on (B)(6) 2015. The patient was indicated for non-malignant pain.